Event description:
Multiple incidents with kiwi vacuum delivery system. In a single day we had incidents where three different kiwi vacuums lost vacuum during a procedure (lot #060035). This lot was pulled from the storeroom and exchanged with the rep from biomedical (local distributor) for a different lot. One month later, we had an incident where 1 kiwi vacuum did not produce any suction (lot #060091). Three days later, we had incidents where three different kiwi vacuums did not produce any suction (lot #60091). Also, on this day we had an incident where 1 kiwi vacuum was in pieces when the package was opened (lot #050981). No known pt harm from these incidents, but there was delay in delivering a cesarean section and one physician feels she might have done an unnecessary cesarean section.